Event description:
It was reported that ongoing cartridge alarms occurred with multiple cartridges during load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.